Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the anterior communicating artery (acom) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), and a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient''s anatomy was tortuous. During the procedure, while advancing a pc400 out of the px slim, the physician experienced resistance and noticed that the pc400 would no longer advance. The physician found that the pc400 was unintentionally detached partially inside the px slim and partially inside the target location. Therefore, a snare was used to remove the pc400 from the patient. The physician decided to remove the px slim in order to use a non-penumbra system to continue the procedure. The procedure was completed using the same neuron max and a non-penumbra microcatheter to implant ten non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.